Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 89576un13. The testing met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000 sr analyzer, ln 03m74, was identified.

Event description:
The customer observed falsely elevated troponin results for 2 patients while using the architect stat troponin-I assay on the architect i2000sr analyzer. The customer provided the following data (ng/ml): patient 1: initial 0.081, retests 0.000, 0.01. Patient 2: initial 0.76, retests 0.03, 0.03. The patients were admitted to the hospital with chest pain. No additional tests were performed. There was no adverse impact to patient management reported for either patient.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.